Event description:
It was reported that during a roux-en-y procedure, the surgeon was creating the gastric pouch and using a green reload. He had fired six to eight firings and when he fired the second and the last firings the tissue was bunched up at the distal tip of the device when the firing was completed. The stapler fired and completed the firing, the staples deployed by it created an incomplete staple line at the distal end of the staple line. There was no buttressing used at the site and there were no clips or staples in its path. They removed the stapler and fired across the medial with a black reload for the gastric pouch with a second like device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. Event could not be confirmed as no incomplete staple line issue was noted during functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.